Event description:
Customer's mother reported via phone call that insulin pump experienced keypad anomaly. It was reported that the act and esc buttons were not responding. Customer's blood glucose was 331 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. The insulin pump was received with cracked case at display window corners, cracked battery tube threads and minor scratched display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.